Event description:
A customer reported that their homechoice had "tripped" when the machine was powered on. There was no additional information available to clarify the malfunction. This occurred during power up and was prior to patient use, therefore the homechoice was swapped. There was patient involvement, however no patient injury nor medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported problem could not be captured in the event history log review. A visual inspection was performed, and the device passed the power up self test. Functional testing was performed. The homechoice power supply triggered a shut-off, causing the machine to turn off when it is powered on. The reported problem was confirmed via the sample evaluation. The root cause was a hardware problem.